Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419478 lead implanted: (B)(6) 2007; 5068-45 lead, implanted: (B)(6) 1999. (B)(4). Evaluation summary: preliminary analysis found that the device had met its expected longevity based on received parameters. Analysis of the battery cell found that it developed high internal resistance, with electrical characteristics consistent with a resistive film growth between the cathode and cathode current collector.

Event description:
Additional information was received from the patient's physician indicating that the patient's cause of death was cardiopulmonary and renal failure. The physician also stated that the patient's death was related to the device system.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. A report was also received via voluntary medwatch mw5056923. (B)(4).

Event description:
Additional information was received from the patients daughter which reported that the patient suffered a stroke to their spinal cord and lost use of their legs. The patient's daughter also alleges that while the patient's implantable pulse generator (ipg) did not directly results in the patient's death, it did contribute to serious complications that lead to the patient's death.

Manufacturer narrative:
As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. (B)(4).

Event description:
Additional information was received and reported that the patient is deceased. It was alleged by the patient's physician that the bradycardia contributed to the death.

Event description:
It was reported that the patient presented to the emergency department in complete heart block heart with a heart rate of 30 bpm. The patient also had shortness of breath and weakness. The patient was scheduled for a device changeout due the unexpected longevity. During the device change out, the device had no output and could not be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.